Event description:
Info received indicates the head of the bed will not lower.

Manufacturer narrative:
The tech isolated the issue to the head end gas shocks. He replaced the head end gas shocks to repair the stretcher.